Manufacturer narrative:
(B)(4). A technician from hospital inspected the handle and found several broken plastic threads. The technician replaced the handle with a new one and returned the device to service. This investigation is on-going and the results will be included in a follow up report.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The manufacturer evaluated the sterilizable handle that failed and found several broken plastic threads in the locking system. Due to these broken threads, the handle was not able to lock securely on the lightheaded, which led to the reported event. In addition to the broken threads, the handle were yellowish, which is a sign of an important number of sterilization cycles, most probably higher than the maximum of 50 cycles, as specified in the labeling. The sterilizable operating manual includes some cleaning / disinfection / sterilization instructions in order to maintain its mechanical properties. Additionally, it states that users should verify the absence of cracks prior to use, and verify that the handle clicks into place correctly in the surgical light.

Event description:
(B)(4)

Manufacturer narrative:
September 22, 2015 08:51 am (gmt-4:00) added by (B)(6): a maquet field service technician (fst) inspected the handle and found several broken plastic threads. Maquet determined that the most likely cause of this breakage is an excessive force on the handle, possibly caused by collisions. The fst replaced the handle with a new one and returned the device to service. (B)(4).

Event description:
The customer reported that a sterile handle fell off of the light during a case and fell into the patient area. No injuries were reported. (B)(4).